Event description:
A reported incident involving a plum a+ infusion pump during infusion of 10% dextrose with electrolytes at a programmed rate of 6 ml/hour for a neonate in a special care unit, the device alarmed approximately one hour after initiation. Upon assessment, the infusion bag and buretrol were found to be empty, and the pump display indicated an infusion rate of 150 ml/hour. The operator reported that the device had been programmed at 6 ml/hour and not adjusted thereafter. The patient underwent glucometry testing, which resulted in a high reading (hyperglycemia), and received medical intervention including blood glucose monitoring and administration of furosemide. The patient was stabilized without major complications. The event occurred during patient use.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.